Manufacturer narrative:
Batch review performed on 8 april 2025: lot 170179: (B)(4) items manufactured and released on 16-jun-2017. Expiration date: 2022-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision of stem due to loosening. Date of primary is unknown. No additional details available.